Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the erbe generator presented errors c-00, c-34, and c-54. The clinical sales representative (csr) contacted the technical support engineer (tse) for assistance. At the time of the call, the generator had already been restarted at least once, but the fault had not been resolved. The technical support engineer asked the customer to turn off the equipment and confirm that the power to which the equipment was connected was in accordance with the selected power, which the customer confirmed was compatible. The technical support engineer requested that the equipment be restarted again to check if the fault persisted. After restarting, the fault was not resolved. Two additional restart attempts were made, but the error persisted. The technical support engineer then instructed the customer to install a backup generator on site¿the ft10 generator. After connecting the ft10, an error message appeared, indicating that the ft10 generator was not compatible with the system. It was identified that the interconnection cable between the backup generator and the robotic system was of an incompatible version. The customer was instructed to find a cable with the correct version. After finding it, compatibility was restored. The procedure was completed, and it was no longer necessary to use the generator, which remained turned off until the end. The ft10 generator will be kept as a backup until the erbe generator is replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system and generator initially powered on without errors. The erbe did function properly previously in the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to the issue was confirmed via system logs. Upon visual inspection, there were no issues found that would be related to the reported event. The unit's top cover had chipped paint and front bezel have small dents, otherwise the unit is in good condition. Testing showed error c-54 on power-up. The complaint was confirmed based on failure analysis. The probable cause of error c-34 and c-54 is attributed to a faulty electrical component inside the erbe generator. The error c-34 indicates a lower voltage than expected during energy activation and error c-54 indicates the power supply voltage measurement value too low in on state. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.